Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initail hip procedure on an unknown date. The patient has experienced groin pain attributed to a suspected cam effect from a dual mobility implant head causing irritation of the iliopsoas tendon. Symptoms occurred during active hip flexion and when transitioning from sitting to standing. Attempts have been made and no further information has been provided.